Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device, alarmed while plugged in to an electrical outlet. Clinician changed into electrical outlet, and powered down. Banana bag was infusing at the time of the event. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Correction: b.3

Event description:
It was reported that the device, alarmed while plugged in to an electrical outlet. Clinician changed into electrical outlet, and powered down. Banana bag was infusing at the time of the event. There was no adverse effects caused to the patient as a result of the event.

Event description:
It was reported that the device, alarmed while plugged in to an electrical outlet. Clinician changed into electrical outlet, and powered down. Banana bag was infusing at the time of the event. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported issue of the device alarming low battery then shut off was not confirmed, log analysis found the system was shut down by the user when confirming the battery discharge alarm. The pcu device logs observed the system with no entries on the complaint date of 17jun2020 the last programmed infusion was programmed on (B)(6)2020 and continued into (B)(6)2020. The log review found that the system ran on battery power for almost 5 ½ hours prior to experiencing the battery discharged alarm. Review of the pcu event log identified a ¿battery discharged¿ (lb3) alarm without prior very low battery (lb2) warning that occurred on (B)(6)2020 at 12:04pm. Inspection of the returned device observed the pcu device with a battery date code of 1829 (july 2018) almost 2 years old from when the complaint occurred. The battery logs do not show that the user performed battery conditioning on the device, the device¿s battery logs go as far back as (B)(6)2019. The requested pm records of the source device were not provided by the customer. Log analysis performed by software engineering determined that no software issues (trackers) were involved in the reported incident. Software engineering also noted that both consecutive battery low (lb1) alarms can happen if the load on the system is lowered after the first lb1 enunciates. Device inspection: inspection of the returned pcu device observed no anomalies with any of the components. Root cause analysis: the proximate cause of the customer¿s complaint of device alarming low battery then shut off was not determined through a review of the device logs. The system was shut down by the user when confirming the battery discharge alarm. The proximate cause of the battery discharge without prior very low battery (lb2) alarm is attributed to battery maintenance. The battery logs do not show any battery conditioning cycles performed on the device, the device¿s battery logs go as far back as 12mar2019. The pm records requested from the customer were not provided. Device history review: review of the pcu service history record showed the device had a manufacture date of 07jan2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 07oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.